Event description:
In 2001 patient underwent implantation of staar model cc-4204bf intraocular lens. The only information received from the surgeon was that the lens was implanted on two consecutive days in 2001; the patient had to return and have the lens removed because it had dislodged. The lens was replaced. The doctor is very uncooperative in giving information.